Manufacturer narrative:
Bd had not received any sample or photo from the customer facility for evaluation; therefore, the investigation was limited. Additionally, a review of the manufacturing records for the incident lot could not be performed as the lot number was not available for review during the investigation. Bd was unable to confirm the customer's indicated failure mode.

Event description:
It was reported that the plastic safety shield on the bd eclipse¿ blood collection needle with luer adapter snapped off. No serious injury or medical intervention reported.